Event description:
It was reported that the patient last felt stimulation 6 to 12 months ago. The patient had a surgical procedure on her hip in (B)(6) 2011 and was not able to recharge the implantable neurostimulator (ins) after the surgery. An overdischarge was suspected. The caller experienced telemetry issues, and witnessed an end-of-service / end-of-life message. This was the patient's first overdischarge. The patient did 2.5 physician-mode-recharges before getting the normal recharging screen, and then saw the end-of-service message. The patient had experienced good therapeutic effect prior to the overdischarge, and decided to have the ins replaced. Following the replacement the system was working again.

Manufacturer narrative:
Extension model 3708260 serial# (B)(4) implanted: (B)(4) 2009 explanted: unknown lead model 3998 lot# v015626 implanted: (B)(6) 2009 explanted: unknown lead model 3998 lot# v015626 implanted: (B)(6) 2009 explanted: unknown programmer model 37743 serial# (B)(4) accessory model 37752 serial# (B)(4).

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed the following: analysis revealed the device had three overdischarges. After a physician mode recharge, the device recovered normally, and good, stable output was seen on all electrode pairs. There was some foreign material found in the connector port. No other anomalies were found.